Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to complete the troubleshooting, therefore no additional information is provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.